Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 10-feb-2025, UDI#: (B)(4), implanted: (B)(6) 2022, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6) 2022, a second lead was added to channel 8-15 in a patient who was already implanted with an ins and one lead for four years in order to improve insufficient paresthesia coverage. A wrenches and screws kit was used. At first, the impedance test of all 8-15 pairs were out of range, so the lead was removed, cleaned, and inserted again. At this point, only contact 15 was out of range and the doctor wanted to remove the lead again. This was not possible in any way, even by changing the screwdriver and using one from an extension kit as the screw was not turning and the lead seemed to be stuck. The doctor decided to leave the additional lead implanted. The week prior to (B)(6) 2022 at an x-ray check, the same lead was found to be dislocated and the doctor wanted to reposition it, but asked if it would be possible to somehow unlock the screw before undergoing surgery again. It was unknown if there were any environmental/external/patient f actors that may have led or contributed to the issue. The issue was not yet resolved. The patient was alive with no injury. Additional information was received from the manufacturer representative. It was reported that the physician was planning lead removal and substitution with a new one. The cause of the stuck lead/screw was not determined. The cause of the high impedance was reported to be probably that the lead was dirty with blood, et cetera. The cause of the lead dislocation was a sudden bending movement of the patient. It was noted that this information was confirmed with the physician/account.